Event description:
Patient with encephalopathy and digenetic syndrome had a peg put in and the doctor had a lot of problems to pull on the peg for it to come out of the stomach. The doctor had to do a larger incision and even with that, it was very difficult to have the peg come out. The doctor had mentioned because this peg is a lot softer at the loop end compared to a regular peg and not as tapered, the doctor is asking if there is any trick to be done, if this had happened before and if we could make it more tapered and have a rigid end like the blue one but not as long because it is difficult to pass it in the baby's throat. The doctor had inserted one before with no problems getting it out. The doctor cut the part out and discarded, no sample available. The pt was fine after the procedure but had developed a fever within 24 hours following the procedure.